Event description:
The patient contacted animas on (B)(6) 2012, reporting that during a battery change, the basal rate settings were cleared out. The patient confirmed that the basal rate was still correct and did not need to be reset again. There was no allegation of an adverse event related to this issue. This report is made based on the allegation of the basal rate settings issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all keys are responsive to user input. The pump was exercised for 24 hours with no max daily total daily dose warnings occurring. There was no defect found for the original complaint.